Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent implantation surgery, the stent made endothelial contact and the patient had endothelial cell loss. Additional information has been requested.

Manufacturer narrative:
One opened piece of stent was received in a vial for the report of stent migration and endothelial cell loss with endothelial touch. After opening the vial it was confirmed the whole stent was returned. The returned stent was visually inspected and was found to be conforming. Surgical debris observed on the first ring of the stent. The outer diameter of the stent was dimensionally measured and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo attached to the parent file was reviewed by the investigation site. Photo shows a vial, the stent is not visible in the picture. The returned sample was found to be visually and dimensionally conforming, therefore the migration of the stent could not confirmed and a root cause cannot be determined for the complaint. No clinical data was received, therefore; a root cause for the reported harms could not be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent implantation surgery, the stent made endothelial contact and the patient had endothelial cell loss. Additional information has been requested and received stating the patient underwent a stent shortening procedure and the surgeon removed the stent during the case. Medication was prescribed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the surgeon performed an additional surgery on the patient to shorten / explant the stent.